Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53 (software error detected), a deep scratch above the display screen, a broken belt clip, a cracked middle button, insulin flow blocked alarms, diminished battery life, and buttons occasionally sticking, which caused alarms. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-342 , acc-1601, mmt-441ag. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for acc-1601. No product return is required for mmt-441ag.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. No alarms or alerts noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. No pump error 53 during testing and no pump error 53 recorded in the history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 05-jan-2026 or seven days prior. Pump was cut to perform visual inspection and found evidence of moisture damage on the electronic assembly. The following were noted during visual inspection: cracked keypad overlay and cracked case. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Unexpected insulin flow blocked alarm, charge/battery lasts less than expected, keypad unresponsive and pump error 53 were not confirmed. Cosmetic damages at the belt clip and display screen were not confirmed, however, cosmetic damage was confirmed at the keypad overly. Exposed to moisture damage confirmed on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.